Event description:
It was reported that the patients battery reached end of life. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted device was not returned as hospital did not release.